Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. There is no repair history for this device. The root cause of the missing forceps cover cannot be exclusively determined. However, based on the investigation results, it is likely the adhesive came off because external force was applied to the relevant part by strongly being rubbed or hitting against something while it was transported, stored, used or cleaned, causing the forceps cover to be detached and missing. The instructions for use includes the following statements which can prevent the issue: important information ¿ please read before use warnings and cautions (p.7) warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Manufacturer narrative:
The device was returned for repair. The issue the missing forceps cover was observed at inspection. The cause of this issue is not known. In addition, it was noted that the distal end rubber coating had a cut and the bending section had a leak, the scope connector was loose, pink rubber of the probe had surface scratches, and the angulation knob felt loose. Wear and tear was observed for the device. Evaluation is ongoing. Supplemental report(s) will be filed if any additional information becomes available.

Event description:
The device was returned for repair and the issue of the missing forceps cover was observed at the time of estimation. There is no reported patient harm.